Event description:
The customer reported abp waveform was not zero. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Reporting institution name vesta technology and system limited e1: reporter institution phone number: (B)(6). Analysis was performed by a philips field service engineer (fse) which included gathering information and testing the unit. The fse was able to replicate the issue onsite by observing the abp waveform, diagnosing abp test, and finding the not zero error code. The fse ran the abp test and results showed the unit needed abp calibration and the probable cause of the malfunction was abp required calibration to zero. It was later on confirmed the root cause of the issue was the abp cable malfunction. Once the fse replaced the unit's faulty abp cable, the unit passed both performance and verification testing, returning the unit to working specification. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the faulty abp cable. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.